Manufacturer narrative:
Received one device. Customer concern dead clock battery confirmed. Replaced printed wire assembly (pwa). Upon further investigation, found delaminated downstream occlusion sensor (dso) seal. Replaced dso seal. Found torn cassette detect pin seal. Replaced pin seal. Unknown motor odometer. Replaced motor as preventative maintenance and reset odometer to 0. Performed dso/upstream occlusion sensor (uso) calibration and lcd calibration. Performed performance verification tests (pvt) , unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device. Customer complaint of ¿dead clock battery¿ confirmed through pump power up test. Additionally investigation found delaminated seal. It was reported that the device had dead clock battery. There was no reported patient involvement,